Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with discomfort caused by diaphragmatic stimulation. The physician capped and replaced the lead on 24 sep 2020. The patient was stable throughout.